Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit may have given an incorrect reading during a case. It was further reported that the unit possibly needs recalibration.